Manufacturer narrative:
Reader (B)(4) was returned and investigated. Performed a visual inspection on returned reader and a damage usb (universal serial bus) port was observed. A damaged usb port would prevent the customer from charging the reader which would led to the reader being unable to turn on. The reader was de-cased and placed into a known good reader test fixure to download log. Therefore, the issue is not confirmed to use. An extended investigation has also been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre reader were reviewed, and the dhrs showed the libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A fast-draining battery issue with the adc device. The customer reported being unable to test due to a fast draining battery and as a result, experienced dizziness and headache. The customer was unable to self treat, requiring a humalog insulin injection by a third-party for treatment. There was no report of death or permanent injury associated with this event.